Event description:
Hosp reported that a home hlth care pt on total parenteral nutrition infusion experienced chest pains which woke her up at 3:00 am. Pt observed air in the line from below the pump to her intravenous site. Pt was sent to the hosp ER for examination and blood work, and was subsequently released.